Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Both distal lateral drills were missed through the device. The surgeon managed to recover and insert the screws by correcting the position of the sleeves while drilling.

Manufacturer narrative:
Correction please refer to h6 device code, h6 method code grid, h6 results code grid, h6 conclusion code grid. The reported event could not be confirmed since the device was not returned for evaluation but with the additional information provided with the inspection images the product was verified for targeting accuracy and no issues were found. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation based on the provided additional information the root cause can be attributed to user-related. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Both distal lateral drills were missed through the device. The surgeon managed to recover and insert the screws by correcting the position of the sleeves while drilling.